Manufacturer narrative:
(B)(4). The lot/batch history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a low anterior resection (lar) procedure, several staples at the middle segment were not deployed, the tissue was cut. Suture was used to complete the procedure. The patient is in stable condition. The sample was discarded due to the patient with tuberculosis. More detail information will be updated if available. There were no adverse consequences for the patient.